Event description:
On (B)(6) 2010, the patient presented to the ER via ambulance after receiving multiple therapies. Interrogation noted oversensing that caused the device to deliver inappropriate therapies. X-ray revealed that the lead had dislodged again. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
At last follow up in (B)(6) 2010, there was no ventricular sensing. X-ray revealed that the lead was in the atrium. As a result, lead was repositioned. Patient is thought to have twiddler's syndrome as the entire device was rotated.